Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture, "weak reflective lymph nodes, helium (+), even shape, thickness #3-6mm", "implant contains heterogeneous surrounding fluid amount, inside the outer shell and behind the mammary gland tissue", "lymph nodes type: lymphadenitis", swelling, pain, fluid accumulation, "structure is uneven", capsular contracture (grade unknown) with thickness 4-6mm, "infection nodes". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and seroma-late.

Event description:
Healthcare professional reported left side rupture, "weak reflective lymph nodes, helium (+), even shape, thickness #3-6mm", "implant contains heterogeneous surrounding fluid amount, inside the outer shell and behind the mammary gland tissue", "lymph nodes type: lymphadenitis", swelling, pain. The device was explanted.